Event description:
Healthcare professional reporting a XEN®45 GTS was implanted in the left eye. Postoperatively, patient experienced "pain, tearing, and a foreign body sensation; which have worsened since implantation." On POD992, patient underwent trabeculectomy. On POD1196, HCP noted "fairly extensive hypertrophic filtration bleb located nasally in the interpalpebral area" is probable cause for discomfort and explanted the device.

Manufacturer narrative:
This is in response to ANSM report (b)(4) reference (b)(4).Further information regarding event, product, or patient details has been requested. No additional information is available at this time.The event is a physiological complication and analysis of the device generally does not assist Abbvie in determining a probable cause for this event.A review of the Device History Record has been initiated. If any new, changed or corrected information is noted, a supplemental MedWatch will be submitted.The event is a known potential adverse event addressed in the product labeling.